Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving compounded baclofen (600mcg at 121mcg) via an implantable pump for stroke and intractable spasticity. It was reported that pump was explanted due to an infection.  The patient was on the oral antibiotic cipro which did not clear the infection.  It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue.  The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.